Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that it was unknown if the cause of the hot and burning from the implant site was determined. The patient did not know the cause/contributed to the issue. They did nothing and it seems to have resolved itself. The patient stated that they noticed a difference in the shape of the implant. At first it was square or rectangle. It now had an appendage. They were in doctor's office with them and mentioned it. They felt it and said it was the lead but they didn't need surgery yet. It was still doing the job it was supposed to do so and they guess everything was ok. They didn't know if that was common.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that sometimes they felt pain at the implant. Patient (pt) said they don't know if it was the way they were sitting or the weather but sometimes they felt like the implant site was hot and burning. Pt said they feel warmth when they had their hand over their implant site. Patient (pt) said they noticed this issue they think a couple weeks ago. Ps reviewed information and redirected patient to healthcare provider(hcp).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from health care professional(hcp). It was reported that the patient had not been in since 2024-oct-15. To resolve the issue plan to interview patient and examine to make a determination. The issue was not yet resolved.